Manufacturer narrative:
The hospital biomed troubleshot the issue with ge healthcare technical support. The adjustable pressure limit valve was replaced to resolve the issue. The hospital biomed troubleshot the issue with ge healthcare technical support. The adjustable pressure limit valve was replaced to resolve the issue.

Event description:
The hospital reported that, at the end of a case, the adjustable pressure limit valve would not relieve pressure as expected. There was no reported patient injury.

Manufacturer narrative:
Additional information was received advising that this was the first of two occurrences of this issue. When the first occurrence happened, the customer biomed cleaned the apl (adjustable pressure limit) manifold assembly and returned the unit to service. The second occurrence of this issue was reported on MDR 2112667-2017-01678. Additional information was received advising that this was the first of two occurrences of this issue. When the first occurrence happened, the customer biomed cleaned the apl (adjustable pressure limit) manifold assembly and returned the unit to service. The second occurrence of this issue was reported on MDR 2112667-2017-01678.